Manufacturer narrative:
Updated fields- b4, g3, g6, h2 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a leak in iab circuit with the pump in standby for 10 minutes. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. Esp personnel guided the customer through standard troubleshooting procedures, including inspecting the helium tubing for the presence of blood or discoloration, press the iab fill key for 2-3 seconds, press start, and rechecking the helium tubing. The pump resumed normal operation without further issues. Esp personnel also reviewed with the customer the nature of this alarm and different clinical possibilities. At the time of the call, no obvious clinical explanation for the alarm was identified.

Event description:
N/a.

Event description:
The customer reported through the emergency support program that the cs300 device had an issue where a registered nurse (rn) noticed a leak in the iab circuit while the pump was in standby for approximately 10 minutes. The getinge field service engineer guided the rn through proper troubleshooting steps: checking the helium tubing for blood or discoloration, pressing the iab fill key for 2¿3 seconds, pressing start, and rechecking the helium tubing. The pump resumed normal operation without issue. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.